Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Synergy cranial software upgraded. Reported issue could not be replicated. Medtronic representative testing the passive instruments reported, there were variations in geometric errors with these sterile and non-sterile frames, however, all of them passed. No further issues have been reported.

Manufacturer narrative:
A medtronic representative clarified that this was not an allegation of inaccurate surgery, but rather a question about how to maximize accuracy. The original complaint did not come directly from the surgeon. During the surgery, the registration passed and all cooling catheter system (ccs) placements were navigated successfully. The surgeon was happy with the surgical outcomes. The medtronic representative noticed a very slight difference in accuracy between non-sterile and sterile instruments and wanted to look into improvement, if possible. All frames were checked and found to pass specification. Although all of the probes have not been checked, the surgeon has subsequently completed several cranial surgeries with no further issues reported. The software investigation concurred that the reported event was unrelated to a software issue. The reported issue was a question on how to maximize accuracy. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a cranial laser thermal ablation therapy procedure, where bone fiducials were being used to perform pointmerge registrations, the surgeon alleged an inaccuracy. The medtronic representative reported achieving a registration error metric between .3 - .5 and good agreement of crosshair location at the bottom of fiducial divot when using non-sterile probe and frame. When switching to the sterile set, the surgeon deemed being slightly inaccurate laterally such that the crosshair showed on the side of the fiducial rather than at the bottom of the divot. A specific measurement of the inaccuracy was not provided. In trouble-shooting, the medtronic representative confirmed camera placement was not changed and that all probes verified normally. The drape was not cut, but punctured with the screw and drape was left in between the frame and the articulating arm. The surgeon re-registers after draping by touching bone fiducials which are covered by the sterile drape. The surgeon did not edit the points saved in the software before this, however, achieved a satisfactory registration. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.